Manufacturer narrative:
Upon investigation of this incident, a technical support specialist confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications that need to be refilled in pyxis had not populated to the logistics. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.